Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital due to dark urine. The hospital staff suspected pump thrombus and treated the pt with thrombolytic in a catheterization lab. The pt developed a head bleed, and the pt's family chose to withdraw mechanical circulatory support. The pt expired shortly after the pump stopped.

Manufacturer narrative:
The pump was not explanted from the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.